Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip during visual inspection. The pump passed self-test. No ink spots were noted on the display during testing. Debris was noted under the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a display anomaly from the insulin pump. The customer's blood glucose reading was 10.5 mmol/l. The customer reported black spots in the display. The customer stated that they did use different batteries. When the customer removed the battery, the black spots stayed.